Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime/aa33, and excessive no delivery alarm tests. No motor error alarm noted, the motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. Caller stated that the customer's blood glucose reading was 22.2 mmol/l at the time of admission. Caller stated that the customer's insulin pump was constantly alarming motor and button error and alarms led to high blood glucose. Nothing further was reported.